Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cord of the subject device disconnected. There were no reports of patient harm.

Event description:
It was reported that the event was discovered during reprocessing, and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: a2, a4, a5, a6, b5, b6, and b7. The device was returned to the repair base for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was water ingress in the imaging section and in the cable, there was corrosion of electrical contacts, a loose scope mount, and a crack in the main body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation and for all the newly reportable malfunctions mentioned above the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.